Event description:
It was reported that a patient underwent a laser laparoscopic bilateral ovary/tube procedure on (B)(6) 2012 and suture was used. While suturing the skin closed, the needle detached from the suture strand and fell into the patient. It is unknown how many passes through tissue were made before this occurred. The needle was located and removed with the use of x-rays and magnets. The procedure was completed with a same like product. The patient was stable following the procedure.

Manufacturer narrative:
Conclusion: one loose needle was returned and microscopically evaluated. Visual defects were not observed in the swage area. Suture remnant was not observed in the hole of the needle. Additionally, there are marks on the needle by use of the needle holder. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.